Event description:
It was reported that the user experienced a brief episode of hyperglycemia after eating an oreo, described as a small high, while using the ilet system; blood glucose reached 226 mg/dl and returned to range after routine use, and troubleshooting confirmed no infusion site leakage or moisture with completion of blood glucose questionnaires and education. Symptoms included elevated blood glucose without associated complaints. Outcomes included no hospitalization and no long-term impact. Investigation included user-guided troubleshooting and confirmation of proper device function at the site level. Investigation of this case revealed no device malfunction or component failure and suggested a glycemic excursion consistent with dietary intake and user-reported sensitivity to sugar. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.